Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid via an implantable pump for non-malignant pain. It was reported that the patient stated shortly after implant, they noticed the pump was moving inside of them. The patient stated the pump used to be down by their bikini line, but now it is at their waistline and it is a huge problem. The patient mentioned it is uncomfortable when they bend over. The patient also mentioned they live alone and are in a wheelchair, and they continuously said it came loose shortly thereafter. The patient was redirected to their healthcare provider to further address the issue.